Event description:
The customer reported that they had a speaker malfunction and no sound was audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.